Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported their ilet touchscreen was unresponsive, though the wake button worked and no physical damage was visible. The issue prevented unlocking the device and confirming a pending firmware update. The agent advised either allowing the ilet to fully power down and reload or requesting a replacement. The user opted for replacement and will use backup therapy until the new ilet arrives. The current device will be returned for investigation. No blood glucose (bg) impact, symptoms, outside assistance, or medical intervention were reported.